Event description:
When removing particulate filter respirator mask, the mask slipped from pt's fingertips and hit pt in the right eye causing severe corneal abrasion. Sequance of event include: 7-1-97 emergency room visit. 7-3-97 emergency room visit-eye patched. 7-16-97 opthalmology office visit-recommended refresh pm ointment every night. Resfresh tears 4-6 times a day. Continued treatment as above for two months. Stopped medication for a few weeks. Symptoms of eye sticking resumed. Treatment with above medications resumed. 12-4-97 ophthalmology office visit again. Recommened set up outpatient office surgery for jan. Continued same treatment until than. 1-16-98 stromal puncture done to right eye per dr. Eye patched. 1-17-98 follow-up visit. Resume refresh ointment and drops. 02-5-98. Re-check continued same. 2-19-98 recheck continued same 2-16-98 second opinion obtained. At the time of pt's last visit with dr on 2-19-98 recommedndedcontinued medication for another 3 months. Return for re-check in 4 months. At this time, symptoms of right eye irritation continues, in part, worsened by the severe allergy (hey fever type) season which require frequent doses of antihistamines to control itchey, running eyes and sneezing episodes. This is important because the antihistamine not only dries sinus symptoms it also greatly dries pt's eyes. This requires alot more use of refresh tears and double dosing of ointment at night pt still has alot of the same eye symptoms as from beginning. Note also pt had received two separate corneal abrasions 20 plus years ago and healed rapidly from those two incidents.